Manufacturer narrative:
Product event summary: at analysis the customer comment of dim backlight was confirmed and it was noted that the backlight light-emitting diodes (leds's) needed to be replaced and that both bail covers were cracked. The unit was cleaned and inspected, both lacklight led's and both bail covers were replaced and it then passed testing on the automated test system.

Event description:
It was reported that the external pulse generator's back light was very dim and that service was required. The generator was not returned for service. There was no patient involvement. It was further reported that the product was returned for service.